Event description:
It was reported that the right ventricular [rv] lead was post-pace oversensing with frequent premature ventricular contractions. Reprogramming changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: competitor 1158t implantable pacing lead, (B)(6) 2009. (B)(4).